Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.). The customer also noticed leaks on the reservoir, and fluid/insulin was present in the reservoir compartment. The customer reported the presence of air bubbles in the reservoir. The customer further mentioned that the reservoir plunger was difficult to remove. The customer experienced hyperglycemia with blood glucose value of 241mg/dl. The customer reported hyperglycemia was treated with bolus. The event involved product(s) mmt-397a, mmt-332a, mmt-1880. Troubleshooting was partially performed for hyperglycemia. Troubleshooting was performed for 'unable to fill reservoir/remove plunger rod.' The customer was assisted with successfully removing the plunger rod. Troubleshooting was performed for reservoir leak. The customer reported a reservoir leak. Air bubbles were present in the reservoir. The non-serialized product was replaced. Troubleshooting was performed for 'fluid in pump (pump exposed to fluid).' The customer reported that the pump was exposed to moisture. Fluid was present in the reservoir compartment. Troubleshooting was performed for air bubbles. The customer reported champagne-sized air bubbles, which were deemed acceptable. Troubleshooting was performed for pump error. The customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-397a. Mmt-332a, mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
During power up, the unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests due to the pump error 43. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. However on adapt, confirmed (43) alarm on 08/22/2025 15:42:48.000 hour for alarms that may have occurred in the past and line number 232 file number 121 08/22/2025 15:40:10.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In conclusion, pump error 43 during testing and pump error 43 alarms in the pump history confirmed due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.